Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the lead dislodged several times. The physician then applied tension to the catheter in a clockwise direction. After several attempts to implant the lead, a kink was in the catheter was visually confirmed. A new catheter was used to complete the procedure. The lead was successfully implanted and remains in use. No patient complications have been reported as a result of this event.